Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/10/2025, it was reported that the patient's dexcom receiver was showing high egv all morning (can't remember the readings). Around 9:00am patient was getting egv 373 mg/dl from dexcom receiver. She took insulin without checking what was her bg fs. The patient noticed that her egv was still high (unspecified reading) from dexcom receiver even after taking insulin. She did check her bg fs and it was 138 mg/dl, patient can't remember what was the exact egv from dexcom receiver when she got a bg of 138 mg/dl. During that time patient was already experiencing headache, shaking and a tingling feeling on the tip of her tongue and getting weak. Husband did call 911, no information if there any treatments done by the 911 before bringing the patient to the hospital. At the emergency room (ER) they checked her dexcom receiver and the egv was 400mg/dl and her bg fs was around 100 to 150 mg/dl (the patient can't remember the exact reading). The patient given 4-5 tablets of "glucagon" every hour at the hospital and dextrose. Patient stayed in the ER for 3-4 hours and got discharged from the ER the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.